Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was difficult to remove from the catheter during withdrawal. Upon receipt of the device by the manufacturer, the wire was observed to have proximal end breakage and coil elongation, thus prompting this report. The physician had to withdraw the whole device and use a replacement to continue the procedure. There was no difficulty in gaining vessel access. Ultrasound was used when placing the device in the subclavian vein. The wire used was the one supplied with the device. No resistance was felt when advancing the wire. No resistance was felt when advancing the catheter over the wire. A new cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was used to complete the procedure.

Manufacturer narrative:
Investigation - evaluation: it was reported that a wire from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (c-utlm-701j-rsc-abrm-hc-rd) from lot 9662244 became stuck in the catheter during the procedure. No resistance was felt advancing the wire or the catheter over the wire prior to it getting stuck. The entire device had to be removed and the procedure was completed using a replacement device. Cook became aware of this event on 28sep2020 upon being notified by kaohsiung veterans general hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used wire guide inserted within the catheter was returned to cook for evaluation. Upon visual inspection, the wire guide appeared to be damaged; a kink was noticed as well as the proximal end weld was broken, resulting in coil elongation. The catheter appeared undamaged. The outer diameter of the wire guide was measured and found to be within manufacturing tolerance. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (9662244) and the related wire guide subassembly lot revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. As there are no related non-conformances or other complaints from this lot, there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_rdulm_rev4 [uncoated and heparin-coated central venous catheters] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿precautions: ¿standard seldinger technique for placement for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter. Instructions for use: 4¿. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event has been traced to component failure without a deficiency in manufacturing/device design. It is likely that the kink on the returned wire guide caused the device to become stuck; however, it is unknown what caused the wire to kink. Tortuous anatomy and user technique were ruled out as possibilities as the customer reported no advancement difficulties and was using ultrasound. The noted unravelling at the proximal end is believed to be unrelated to the event; it is likely that forceful manipulation at the proximal end when attempting to free the wire guide caused this unravelling. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.